Event description:
A customer contacted beckman coulter inc. (Bci) in regards to misread sample ids for one patient on the coulter lh 750 analyzer. The results generated a no match error. The analyzer misplaced sample ID (B)(6) in the automatic mode. The erroneous results were not reported out of the laboratory. No death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Samples of the barcode are not available. The customer knew the specimen was misidentified because a no match condition was generated at the lis confirmed with the submitter that the barcode symbology was codabar without checksum. A bci field service engineer (fse) explained and recommended use of the check digit. A clear root cause is unknown for this event.